Event description:
It was reported that the subject device had no image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed to swap out the maj-1933 and maj-1941. Once the swapped devices were working, the customer was instructed to try the original again and it was now working. Tac determined the communication cables were not seated properly. The device will not be returned to olympus for evaluation.